Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and was observed with noise. It was also reported that electrogram of the atrial channel showed the right atrial (ra) lead with oversensing. The patient continues to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 lead, implanted 2008-(B)(6).